Event description:
Clinical study. It was reported that 380 days after coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the 1st right posterior lateral artery (rpl). The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 95% stenosed region of the 1st rpl artery. The physician predilated the lesion prior to successfully placing one taxus express2 8.8% 3.0 x 16 mm drug eluting stent without complication. The pt was discharged from the hospital 1 day post index procedure receiving asa, plavix, and lovastatin. The site reported that the pt underwent a tvr of the 1st rpl 380 days post index procedure. The physician performed a coronary artery bypass graft (CABG) of the target vessel to alleviate in-stent diffuse restenosis. During this procedure the physician also performed CABG on three unreleased vessels: the right posterior descending artery (r-pda), the proximal left anterior descending artery (lad), and the 1st diagonal artery. The pt was discharged from the hospital 5 days post tvr.

Event description:
It was further reported that the pt was enrolled in the arrive program on date of index procedure. Target lesion 1 was located in the 1st rpl with 95% stenosis and was 6 mm long with a reference vessel diameter of 3.0 mm. Balloon dilatation followed by cutting balloon angioplasty of the previously stent r-pda was first performed. Target lesion 1 was then treated with predilatation and placement of a 3.0x16mm taxus stent. Per catheterization report, the procedure was complicated by proximal vessel tortuosity, calcification, and the pre-existing stent segment just proximal to the target lesion. Final angiography showed 10% residual stenosis after stent placement. The pt was discharged 1 day post index on asa and plavix therapy. The pt was admitted witha acute coronary syndrome 378 post index procedure. The pt was treated with asa, IV heparin, nitroglucerin, and antihypertensives, and referred for cardiac catheterization. Coronary angiography the next day revealed that the lmca was 25% stenosed, the lad had 25% proximal stenosis, the lcx had 90% ostial/proximal stenosis, the rca had in-stent restenosis of the previously placed distal stent ("beyong the crux"). The apt underwent recommended coronary artery bypass grafting times 4 with svg to lad, svg to om1, and svg sequentially to r-pda and 1st rpl 380 days post-operatively were thought to be a stress reaction from the surgery. The pt was discharged 5 days post tvr on continued asa therapy. In the opinion of the physician there was a probable relationship between the event and the taxus and stent.